Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead. This resulted in intermittent capture and diminished r wave sensing. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.